Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Following this, the customer successfully loaded a cartridge onto the pump and resumed insulin delivery.